Event description:
It was reported a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Customer received a replacement pump for continued insulin therapy.